Event description:
The plaintiff's attorney alleged that the pt experience cardiac arrest and subsequently expired the same day. It was reported that the events occurred due to the administration of the products during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event.